Manufacturer narrative:
The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. "The [patient] was delirious at this time and tried to plug in the connector (he had disconnected before) with force. He did not spend attention to alignment of pins and this is how the pins became [bent]. The nurse on call in the room recognized the situation and initiated the next steps. She called the perfusionist on duty and he performed the controller exchange under [stabile] and controlled [conditions]." "The controller exchange was performed under stabile and supervised conditions on our cardiac surgery ICU. It lasts 2-3 seconds and was tolerated very well by the patient." Change of the controller resolved the issue. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event the reported event was confirmed bent pin on one of the two power port connectors (ps2). The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. This malfunction is most likely due to a forced connection to the port causing the pin to break. Incidental findings were also observed which are under investigation, likely the result of esd damage. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. The manufacturer has opened internal investigations for these types of events. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by a patient that they experienced damaged pins on the controller while trying to connect the battery. Damaged pins also prevent connection to ac adapter. The controller was exchanged from stock with no report of consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device has not been received.